Manufacturer narrative:
(B)(4). The complainant indicated that the devices will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that wallflex fully covered biliary stents were implanted during a stent placement procedures performed on an unknown dates. Post stent placements, tissue ingrowth was noted at the proximal end of the stents resulting in the inability to remove the stents without trauma. The user noted that the proximal end of the stent should have more coverage to reduce the occurrence of tissue ingrowth. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.